Event description:
It was reported that during a tvt procedure the tvt tape separated from the needle. The surgeon was able to pull the tape through the abdominal incisions to complete the procedure. The pt required larger incisions to complete the case.